Event description:
During intubation, the cuff of the product would not inflate-on this attempt a size 8.0 was being utilized. The provider then attempted intubation a second time and this time utilized a 7.5 and that time; they were able to inflate the cuff but then it popped. The third attempt was successful with a 3rd tube. Avanos. Ref report: mw5162287.